Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent surgical revision to have the internal magnet removed and an abutment placed, subsequent to experiencing pain at the magnet site.